Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor retracted inside sensor; broken part still attached to sensor cannula tubing. Unable to confirm customer received sensor damage due to customer returned opened/used and inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.

Event description:
The customer reported via phone call that the sensor experienced an anomaly. The customer stated that, after inserting the sensor, the customer tried to remove the inserter needle so that only the sensor would stay at the bottom. The customer stated that the entire sensor came off with the metal part of the insertion needle. The customer's blood glucose was 180 mg/dl. He stated that there was resistance when trying to remove the needle. He saw the metal part of the sensor when removing the needle. The customer requested replacement of the sensor.